Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver stopped displaying values on (B)(6) 2016. No injury or medical intervention was reported. Data was reviewed on 04/26/2016. The customer complaint was confirmed. A root cause could not be determined.